Manufacturer narrative:
The returned device was evaluated corrosion was observed on the battery and mechanism rails. Initial attempts to download the pod data were unsuccessful due to the pod not being able to connect to a master pdm. All three batteries were measured to be lower than expected. The pod was connected to an external power supply in an attempt to establish connection with the master pdm. This attempt was unsuccessful. The pcb was removed from the chassis and connected to a power source, however this was also unsuccessful. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This internal leak contributed to the observed corrosion and low battery voltages. This internal fluid leak prevented the proper delivery of insulin. Additionally, the hard cannula was observed to be misaligned by more than 45 degrees from the intended axis. The misaligned formed needle cannot be confirmed as the root cause of the user reported events.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 420 mg/dl.